Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on anterior side assessed as fold flaw opening ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure wear abrasion, and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "broken allergan prosthesis". Healthcare professional later reported capsular contracture, baker grade iii. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Cont e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken prosthesis".

Event description:
Healthcare professional reported, "broken allergan prosthesis". Side is unknown. Device has been explanted.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.